Event description:
Boston scientific received information that this right ventricular (rv) lead displayed pacing impedance measurements greater than 2,500 ohms. The lead was reportedly fractured. A revision procedure was performed and the lead was surgically abandoned and replaced without complication. The device was electively explanted, as it was nearing elective replacement indicator (eri). No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.